Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the actual device was received for evaluation as well as an unused device of the same lot. Visual inspection of both devices did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed with both devices in which the units were primed, following the label copy, and observed for issues; the unused device passed, but the used device failed due to a leak from between the tubing and the luer lock assembly. Clear passage and pressure (leak) testing were performed with the used device failing the pressure test for a leak from the same location. The reported condition was verified for the used device. The cause was determined to be insufficient solvent around the tubing due to a manufacturing error. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink IV catheter set was found to have leaked an unknown chemotherapy solution around the section of tubing at the y-connector. This was observed during infusion. No chemotherapy solution came into contact with any patient or staff. There was no report of patient injury or medical intervention associated with this event. No additional information is available.